Manufacturer narrative:
On 06/30/2010 - this event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. Reportedly, independent measurements of the associated atrial lead were normal. During these difficulties, the silicone cap became loose, and the physician repaired it using medical adhesive. An additional connection was attempted, rattling of the screwdriver was obtained, but there was intermittent capture in this channel. Another pacemaker was subsequently implanted.